Manufacturer narrative:
Correction (02-jul-2024): siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data files. Upon reviewing the instrument data, it was identified that four (4) additional erroneously elevated carbon dioxide, concentrated (co2_c) results on the same four (4) patient samples were obtained on the event date when the samples were reprocessed on the original atellica ch 930 analyzer. Section b6 has been updated to reflect the correct information. Additional information (02-jul-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Hsc reviewed the aspiration of reagents and samples and observed no atypical patterns. No issues were observed with the atellica ch 930 analyzer and no issues were observed with the co2 reagent. The cause of the event is unknown. The analyzer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00146 was filed on 02-jul-2024.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) results on four (4) patient samples obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained erroneously elevated carbon dioxide, concentrated (co2_c) results on four (4) patient samples on an atellica ch 930 analyzer. The erroneously elevated results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on the original atellica ch 930 analyzer. Lower reprocessed results were obtained and considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) results.